Event description:
Per the clinic, the patient experienced pain and lack of auditory perception with stimulation, and the issue could not be resolved.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2012; during the same surgery the patient was reimplanted with a new device.this report is filed (B)(4), 2012.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
(B)(4).